Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. After a 6fr non-bsc guide catheter was advanced and a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.0 x 20 non-bsc balloon catheter and it was confirmed under intravascular ultrasound that the vessel was secured. Subsequently, a 3.50 x 32 synergy¿ drug-eluting stent was advanced but resistance was encountered in the calcification of the lesion. The device was removed from the patient and it was noted that the proximal stent struts were lifted up. Pre-dilatation was performed again using a non-compliant balloon catheter and a 6fr non-bsc guide extension catheter was advanced. Another 3.50 x 32 synergy¿ drug-eluting stent was then deployed in the lesion followed by deployment of a 3.50 x 16 synergy¿ drug-eluting stent right before the lesion, and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. The crimped stent was examined and damage was noted. Strut segments 4-6 from the proximal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. After a 6fr non-bsc guide catheter was advanced and a non-bsc guide wire crossed the leson, pre-dilatation was performed with a 2.0 x 20 non-bsc balloon catheter and it was confirmed under intravascular ultrasound that the vessel was secured. Subsequently, a 3.50 x 32 synergy¿ drug-eluting stent was advanced but resistance was encountered in the calcification of the lesion. The device was removed from the patient and it was noted that the proximal stent struts were lifted up. Pre-dilatation was performed again using a non-compliant balloon catheter and a 6fr non-bsc guide extension catheter was advanced. Another 3.50 x 32 synergy¿ drug-eluting stent was then deployed in the lesion followed by deployment of a 3.50 x 16 synergy¿ drug-eluting stent right before the lesion, and the procedure was completed. No patient complications nor injuries were reported.